Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient went to see his doctor. At the doctor's office he felt fuzzy, disoriented and lethargic. He had a cardiac dysrhythmia. A bg finger stick by the doctor was 34 mg/dl but the cgm value was 97 mg/dl. He was treated with dextrose to raise the bg level and sent to the hospital. During the time of the report on (B)(6) 2022, the patient was still at the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.